Manufacturer narrative:
The insulin pump comes on then goes off and the problem is isolated to the motherboard. The insulin pump was unable to verify frozen display due to blank display anomaly. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call frozen display screen on the insulin pump. Customer advised the insulin pump malfunctioned, all settings reset to factory default, the device reset while checking the alarm history and finally a black display screen occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.